Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A non health care professional reported that during the intraocular lens (iol) implant procedure iol¿s trailing haptic folded wrong. The reporter also stated surgeon noted trailing haptic caught on plunger. Enough ophthalmic viscosurgical devices (ovd) was used to fill the auto injector. It was room in temperature. The lens was handed to the surgeon within a minute of loading the injector. The procedure was completed on the same day. Additional information received and stated that. The issue was noted as the surgeon was preloading prior to patient contact. The plunger advance on top of trailing haptic.